Event description:
The customer contact reported the device touchscreen does not respond and did not pass the touchscreen calibration. The device was returned to the biomedical department for an unspecified reason. No specific pt info, pump programming, or event details were available. There were no reports of any adverse patient effects and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing and a review of the history indicated there were no touchscreen malfunction alarms codes. The probable cause of the customer's reported event was due fluid ingress on the bottom of the touchscreen which caused the touchscreen to be intermittent. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.